Event description:
The user received questionable low results for sodium which has been an on-going issue on the integra 800 (i800) analyzer. The event involved two patient samples, which gave discrepant results. The user stated both patients were out patients and the samples were collected at another facility and brought to the laboratory for centrifugation. Patient sample 1, the initial sodium result gave 130 mmol/l. The sample was repeated twice on this i800 analyzer giving 137 and 138 mmol/l. The sample was additionally repeated 10 times on another i800 analyzer serial number (B)(4) at the site giving 137, 135, 136, 136, 136, 136, 135, 136, 136 and 136 mmol/l. Patient sample 2, female, (B)(6) years of age gave an initial result of 133 mmol/l. The sample was repeated on this i800 giving 139 mmol/l. The sample was repeated an additional 10 times on i800 analyzer serial number (B)(4) giving 139, 138, 138, 137, 138, 138, 139, 138, 138 and 137 mmol/l. The results were not reported outside the laboratory and patients were not affected. The sodium electrode lot number was 21594532. The field application specialist found the user had not replaced the syringes on the analyzer for two years, only replacing the tips on the syringes. The field service representative found a problem with the sample transfer arm. He replaced multiple components. Performance tests were run and within specification.

Manufacturer narrative:
A specific root cause could not be identified. The customer was unwilling to provide information for further investigation.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.